Event description:
As part of ameda, inc.'s quality management system activities, a review of historical complaints was conducted. It was determined that this complaint should have been reported to FDA. Customer contacted amenda, inc. On 11/15/2013 to report low suction and decreased milk output while using the purely yours breast pump. The customer was advised to replace some pump parts to resolve the low suction issue. The replacement of pump parts did not resolve this issue. Customer was diagnosed with a unilateral right breast mastitis by hear health care provider. Customer contacted her health care provider and was prescribed oral antibiotics which resolved the infection.

Manufacturer narrative:
The customer was sent a replacement pump. The returned product was investigated and cycle rate was observed to be nonconforming. Also, vacuum measurements were not within specification due to a broken belt. Broken belts are a known wear problem. The design enhancement was implemented via (B)(4) to extend expected life.